Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed quality controls (qc) and results were in range. A siemens customer service engineer (cse) was dispatched to the customer's site and has performed the following service(s): replaced the valves on the pump panel, imt tower, rotary valve, and routed sample tubing, imt port, sample transducer head with probe, sampler conduit and tubing, sample pump module, imt/hm pump module, installed new tubing kit, and performed alignments. The instrument has been tested during and successfully performed system checks. Qc runs were performed after the replacement of parts and the instrument performs within specifications. A siemens headquarter support center (hsc) specialist reviewed instrument data and service performed. The cse has performed routine troubleshooting and replaced parts and there is no instrument issue. Possible causes for the discordant result(s) include sample handling or sample integrity. Sample specific issues can be due to poor sample quality and the presence of gel, fibrin, micro-clots, and/or cellular material impacting the proper sample aspiration for the dilution of the initial sample. Samples should be centrifuged following tube manufacturer's IFU instructions and remain upright after centrifugation avoiding re-suspension of cellular material to maintain proper pre-analytical sample quality. No product non-conformances have been identified. The cause of the falsely depressed result is unknown. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed potassium result was obtained on a dimension exl 200 instrument. The discordant result was reported and questioned by the physician(s). The patient was admitted to the emergency room on (B)(6) 2018. The customer used the same sample and instrument to perform repeat testing. A corrected report was issued.there are no reports of patient intervention or adverse health consequence due to the discordant result(s).